Manufacturer narrative:
(B)(4). Baxter (B)(4)completed the investigation. Visual evaluation of the returned samples indicated that there were two unit cartons of floseal with lot #: vny1n020-aa, and the gelatin and thrombin pouch were found originally sealed, no defects were observed. The outer packaging of each unit was wet. The complaint was confirmed. It is possible that customer usage or storage may have contributed to this complaint. It cannot be excluded that the moisture in the outer packaging is a result of the shipping or storage conditions. A batch review performed for the reported lot did not reveal any abnormalities or deviations which could have led to the reported issue. All release/testing specifications were met. No trend was identified. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). This case was deemed reportable upon initial assessment. However, the assessment has been updated and the case is deemed not reportable due to the results of the investigation (included in follow-up report 001), which excludes a breach in sterility of the overpouch.

Event description:
Customer complains about moisture (condensed water ?) In outer packaging. No patient or user injury reported.

Manufacturer narrative:
(B)(4). Baxter medical assessment: moisture in the outer packaging may be a potential indicator for a breach in the integrity of the outer package, which in turn may cause a potential contamination of the sterile surgical field. After consideration of potential worst-case clinical scenarios, adverse health consequences may occur if this defect were to recur. Additional investigation is currently ongoing and the sample has been requested for evaluation. Upon its completion a follow-up submission will be sent.